Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device exhibited 'noisy' egms resulting in oversensing, pacing inhibition and inappropriate shocks.